Event description:
The reporter indicated that the surgeon implanted a 12.6mm vtich12.6; +2/+4.00/171 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced refractive change over time. Cause of the event was reported as unknown. Lens remains implanted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4)